Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A balance chamber pressure alarm occurred during a routine hemodialysis treatment which could not be resolved. Rinseback was not performed due to the amount of time spent troubleshooting the alarm causing clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Nxstage requested return of the disposable cartridge, however it was learned through follow up that the cartridge had been discarded. The exact cause of the alarm cannot be determined. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.